Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one un-retracted unit within its opened packaging and one photograph which displayed similarities to that of the returned unit. Through the visual evaluation of the unit, the needle has pierced through the tip of the catheter tubing. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip was broken. This was discovered before use. The following information was provided by the initial reporter: broken tip is found before use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip was broken. This was discovered before use. The following information was provided by the initial reporter: broken tip is found before use.